Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to insert the guide wire could not be confirmed as the returned guide wire used in the procedure and a proxy guide wire were backloaded through the sheath without resistance noted and dissection confirmed no damage or misplacement of the seal valve. The reported event and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, while loading the proglide over the guide wire, it would not advance. Another proglide was used successfully with the same guide wire to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.